Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2013 with the following findings: the reported complaint was unable to be duplicated during testing. The display screen was found to be fully functional and illuminated to normal contrast. Unrelated to the complaint, the keypad cover was found to be torn around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad buttons were found to be responsive to button presses and had normal spring back and click.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter claimed that the display screen cold only be read in a dark room. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.